Event description:
Mayfield head holder failed after patient's head was placed in pins and tightened. Head holder was reported to have "loosened on its own" resulting in a small laceration on the patient's right side of head. Two mds in the room at the time of incident (one attending). Laceration was sutured. Manufacturer will examine the device following the surgery per charge nurse on duty. Second occurrence in the last month.